Event description:
It was reported that the patient presented remotely via (B)(6). The implantable cardiac monitor (icm) sent an alert for atrial fibrillation but there was no corresponding electromyograph (egm). No interventions were made. The patient was stable.